Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely through merlin.net transmission, noise on ventricular lead was observed. Patient was called in clinic and noise was reproducible with isometrics. Device was reprogrammed. Patient was stable.

Event description:
New information received notes that the lead was capped and replaced on (B)(6) 2019 due to oversensing. Patient was stable throughout the event.